Event description:
It was reported that the anchor got stuck in the pt because the suture pulled out of the t. This occurred with four devices. It was confirmed that the t's remain in the pt unsupported. The procedure was successfully completed using add'l fast-fix devices from a different lot number. The surgeon is experienced in the use of fast-fix devices and the t's were placed at a distance of 3-5mm. The surgeon was not using a knot pusher at the time the suture pulled free from the t's. A delay of one-hour resulted in the procedure. No pt injury or complications were reported.